Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that 3 months after implant of an implantable pulse generator (ipg) system the patient passed away. The patient's cause of death has been requested and not received.